Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (fph) service center in (B)(4), where it was inspected by a trained fph technician. Results: visual inspection of the neopuff revealed that the gas inlet port was broken. The upper end cap was also cracked and pressure testing revealed that the manometer was not operating smoothly a lot check was not performed as the lot number was not available. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas inlet port, end cap and manometer was caused by some sort of impact. It must be noted that the subject neopuff was manufactured in 2000 and is thus 13 years old. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A hospital in (B)(6) reported that the gas inlet port of a neopuff infant resuscitator was broken and requested a service. No patient consequence was reported.